Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm diameter thoracic aortic aneurysm approximately one month ago. The vessels were non-tortuous and there was slight vessel calcification. It was reported that during deployment of the valiant captivia (B)(4), after the initial two stent rings were deployed, the stent graft migrated distally towards itself. The stent graft was kinked towards one side and after deployment the stent graft landed at top of the aneurysm. The physician elected to implant another valiant captivia, a (B)(4) which resolved the migration. No clinical sequelae were reported and the patient is fine.

Event description:
It was reported that a free flow configuration stent graft was not used as the physician believed it might create a dissection for this particular case. The patient's blood pressure was lowered during the procedure.

Manufacturer narrative:
(B)(4). Results: 205 failure to follow instructions (closed web device used as the proximal stent graft); inherent risk of procedure (stent graft kink / inaccurate delivery). Conclusions: operational context contributed to event (closed web device used as the proximal stent graft).